Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet pump, and a replacement device was provided with education that a functional replacement could help mitigate lows and that further assistance should be sought if lows persist after initial use. Symptoms included hypoglycemia. Outcomes included the use of oral glucose for treatment. Investigation included technical support review and user troubleshooting and education. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.